Event description:
Surgical site dehiscence. Erosion occurred. Patient was hospitalized and system was explanted. Reference report mw5167163. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).